Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast reconstruction revision with mentor smooth round moderate plus profile, 500cc saline prosthesis experienced bilateral capsular contracture unknown grade, nipple sensation change post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 24, 2024 indicated that the right implant was deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2024 indicated that the patient underwent bilateral removal on (B)(6) 2024. The report stated capsular contracture bg 4. The health care professional could not confirm if it was bilateral or unilateral at this time. Pt does have history of cap con. Reason for device explant and/or reoperation: cap con IV manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 21, 2024 indicated that the patient also experienced bilateral ptosis, bilateral asymmetry issue, and capsular contracture grade were iii bilaterally. As a result, patient underwent open capsulotomy, capsulectomy, and bilateral removal and replacement with unspecified mentor saline implants 300cc. Manufacturer¿s reference number: (B)(4).